Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding an unknown patient receiving therapy via an implantable infusion device. It was reported that an incident occurred while the patient was having a magnetic resonance imaging performed and they went through baclofen withdrawal. No further complications have been reported as a result of this event.